Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed watchdog timer selftest. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was subjected to full functional testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer with no fault found. No trend is associated with reports of this type.